Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2021-15674. It was reported that the patient experienced ineffective therapy after they picked up a child. Troubleshooting revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted and replaced. The ipg was replaced with a smaller battery due to reported irritation. Issue resolved.